Event description:
It was reported that in central processing, a broken cable was noted on the prograsp forceps instrument. There was no allegation of harm or injury to a patient. There were no reports of any fragment(s) falling into the patient.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found a broken pitch cable at the proximal clevis hub. The clevis did not exhibit any wear marks. The broken strands stuck out at the wrist. Other cables at the wrist were not damaged. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to this reported event. The customer reported complaint does not itself constitute a reportable event; however, the broken pitch cable found during failure analysis could likely cause or contribute to an adverse event, if the malfunction were to recur.